Event description:
A patient reported experiencing inaccurate low results with a surestep enhanced meter. The patient's blood glucose results were 220 mg/dl and the lab result was 420 mg/dl. Tests were done within 10 minutes with a difference of 48%. Patient did not experience any adverse events. Called customer in 2002 to obtain more information. Customer provided the following additional information: in 2001, they tested on their meter on one morning and remembers it to be a low reading (unknown). They did not have any symptoms. Customer then took their their daily set amount of 70/30 humulin -- 20 units and went out. Customer suddenly felt "woozy" and thought they should eat something. They stopped at mcdonald's but since it was busy there, decided to go somewhere else. Customer passed out while on way back to the car. Customer was taken to ER and had several tests done there -- (does not remember having any blood tests done). They only remember that they were given orange juice and kept there for 3 hours. Customer went home and continued using the meter -- stated that customer did not know that anything was wrong with the meter until they did the meter to lab comparison at the doctor's office 1 week prior to calling lfs. Their doctor had increased their insulin dosage based on the lab reading.